Event description:
It was reported that a malfunction alarm occurred. Customer¿s continuous glucose monitor read blood glucose (bg) level as high and manual insulin injections were used to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.